Event description:
The caller states that the chair is a tracer mg, but the sn is invalid. The caller has no further information to provide. The caller states that the front caster is bad and needs to be replaced. The caller has no further information to provide.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.